Event description:
Hcp reported device removed secondary to infection, elevated fever. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent when add'l info in received.